Manufacturer narrative:
Investigation findings: to date this product has not been returned to the manufacturer. A follow-up report will be filed once the product is received and an evaluation is completed.

Event description:
It was reported that there were metal shavings found in the joint during an arthroscopic knee procedure. The area was thoroughly flushed with irrigation, but the surgeon is unable to confirm that all metal shavings were removed. There was no report of patient injury or significant surgical delay with this event.